Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6)

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/19/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump powered on to a blank screen. Due to the blank screen, the complaint of a keypad button response issue could not be adequately investigation. Unrelated to the original complaint, investigation revealed the following: there was visible moisture behind the display lens, the pump case was cracked and the case seal near the top right corner of the display, and the battery compartment was cracked. Leak testing revealed leaks at the battery compartment and casing cracks. The pump was opened and there was evidence of moisture found on multiple internal pump components.